Manufacturer narrative:
(B)(4). Investigation summary: it has been noted, that applying too much pressure during the snapping of the ampoule seal could potentially lead to the breaking of glass into the ampoule or flaking glass particles. The IFU (IFU-0630004 rev 3) contains advice in the precautions section to break the ampoule away from the mixing device to prevent possible contamination from broken ampoule glass ((B)(4)). There has been no change to the specification relating to ampoule dimensions in the last 3 years. Dva-107020-fde rev 5, line 99 (severity 7, occurrence 2, rpn 14, bar) states ¿mma is a strong solvent and at the time of development glass ampoules were the most suitable packaging vessel for long term storage. Safety features introduced to reduce the risk of user injury include a scoring & colour break ring opening feature (material specification reference ms-0130-976 revision h) and ampoule safety caps designed for use on glass ampoules, as a safety measure for the user during opening (material specification ms-0136891, revision g).¿ the root cause of this complaint would appear to be user error as there is no information indicating fault with the ampoule (eg leaking monomer). Device history lot : device history reviewed: no non-conformances on this batch. Final micro and stability tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0. By product family: 1x smartset ghv (40g). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the monomer vial/ ampule did not break cleanly and shards of glass were found in the cement mix.